Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and there was damage to the cartridge. A cartridge change was performed to address the issue. Customers blood glucose was "high" on the cgm. Elevated blood glucose was address by manual insulin injections.